Event description:
After a coronary artery drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, the pt underwent elective stenting of the left anterior descending (lad) artery and diagonal bifurcation 95% stenosed lesion. The guide catheter used was a cls 3.0-8f. IV integrilin and heparin were administered. A double wire technique was used to cross the lad and diagonal lesion with a forte and bmw wire respectively. A series of inflations were performed with a 2.0mm x 15mm maverick balloon in the lad and the diagonal. A crush stent technique was performed in the bifurcation with a 2.5mm x 28mm cypher drug eluting stent into the diagonal and a 2.75mm x 20mm taxus express2 drug eluting stent into the lad. Both stents were deployed at nominal pressure. Follow up angiography revealed an excellent angiographic result with timi 3 flow and no residual stenosis or dissection in the treated areas. The pt left the catheterization lab in stable condition. Three days later, the pt presented with sudden chest pain with acute anterolateral st segment elevation. The pt was brought to the cath lab profoundly hypotensive and sustained ventricular tachycardia. An intra aortic balloon pump was placed via right femoral artery. Also a right ventricular temporary pacemaker was placed via right femoral vein. The pt was given CPR, electric cardioversion, IV amiodarone, atropine and epinephrine. The pt was intubated and supported with mechanical ventilation. Repeat angiography revealed a subacute thrombosis in the lad stented segment. Two bmw wires were used to cross the lad and diagonal stented areas. A series of inflations were performed with a 1.5mm x 16mm maverick balloon. A large amount of thrombus was found in the lad and diagonal stents. Three passes of the angiojet device were performed revealing timi 3 flow in the lad. Follow up angiograms revealed a 70% stenosis in the lad outflow, which was stented with a 3.0mm x 8mm express bare metal stent. Follow up angiograms revealed an excellent angiographic result without dissection or restenosis. The pt was transported to the coronary care unit. Over the next 12 hours the pt became increasingly hypotensive. A family conference was held and the decision was made to withdraw life support allowing the pt to expire 30 minutes after support was withdrawn.